Manufacturer narrative:
Additional information received on 8/19/2019 indicates that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3502325, serial number (B)(4), right replaced with catalog number 3502325, serial number (B)(4). Suspect device received on 8/19/2019. Device evaluation completed on 8/29/2019: during evaluation of the device a crease was observed on the anterior and extending to the posterior aspect. Leak testing revealed a tear within the crease noted in the posterior aspect measuring less that 0.1 cm. No other anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/2/2019, additional information indicated that the date of explantation was on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/13/2019, mentor became aware that initial report unintentionally was not checked manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: left-mentor smooth round moderate profile 350cc saline breast implant, catalog number: 3501655, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the right side deflated after implantation. The issue was diagnosed via ultrasound, and confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.